Manufacturer narrative:
Awareness date is used for the date of event. Medical device expiration date unknown. Device manufacture date unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes had erroneous results.